Manufacturer narrative:
The investigation for the stroke and the high purge pressure has been completed. There were no data logs returned. The product was returned, and high purge pressure was reproduced. There was a small amount of biomaterial seen in the purge gap as well as around the impeller. More notably, a kink in the catheter was seen near the motor housing. High purge pressure reproduced when attempting to purge the device with the provided cassettes. The catheter was stripped near the kink to see if there was a kink in the line. There was a significant kink in the purge line. Once the catheter was cut on the red handle side, purge fluid was able to expel from the catheter. The catheter on the motor side was then cut to remove the kink in the line and purge fluid was pushed through the purge line with a syringe and fluid expelled from the purge gap. Based on the returned product, the root cause of the high purge pressure was most likely due to a kink in the purge line. The root cause of the stroke could not be determined without additional information. Added d9 device return date.

Event description:
The user facility reported a patient (unknown race and ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and following the implant, same day, it was noted the purge pressure was rising and high the following day. Lysis therapy was initiated to counteract the condition and support continued uninterrupted. Approximately four days later, a computed tomography scan noted that the patient had experienced a stroke. The patient's condition was monitored until planned explant four days later which was successfully completed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿